Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 2 patient samples on a cobas e 801 module. For sample 1, the initial troponin result was 143 ng/l from line 1. The sample was repeated on line 1 and the result was 22.1 ng/l. The sample was repeated again on line 1 and the result was 21.7 ng/l. For sample 2, the initial troponin result was 253 ng/l from line 1. The sample was repeated the next day on line 2 and the result was 16.7 ng/l. The sample was repeated again on line 1 and the result was 17.6 ng/l.

Manufacturer narrative:
The analyzer serial number is (B)(6) . The calibration and qc recovery data provided was acceptable. The field service engineer (fse) performed mechanical checks successfully. The customer performed calibration and qc successfully. The investigation is ongoing.

Manufacturer narrative:
Based on the calibration and qc data, a general reagent issue could be excluded. The alarm trace showed many sample short, abnormal aspiration, sample clot detection, and sample foam detection alarms. It was found that the analyzer grip wheels were dusty and there was clots and fibrin in the supernatant liquid of both patient samples. The root cause of the event was found to be consistent with pre-analytical sample handling issues. No product problem was identified.